Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 7f sheath hole prior to an endovascular abdominal aortic aneurysm repair (evar) interventional procedure. Reportedly, a cuff miss occurred for three prostyles back to back. Therefore, prostyle use was abandoned. The sheath was upsized to a 17f sheath and the procedure was completed. Hemostasis was achieved with cut-down surgery. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Femoral imaging results noted calcification was present at the access site. It should be noted that the prostyle instructions for use (IFU), in the limitations section states the safety and effectiveness of the perclose prostyle smcr system have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.the additional prostyles referenced in b5 are filed under separate medwatch report numbers.na